Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed to shock during operational testing. The therapy port appears to be in good condition and the customer has already changed the hands free cable and test load but the problem persists. There was no reported patient or user involvement and no adverse patient/user impact.